Manufacturer narrative:
The failure analysis lab evaluated the suspect faulty main printed circuit board and was able to reproduce the reported issue and isolate it to a slow solenoid on the board.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is displaying a vent inop and motor fault error. Calibrations were ran but this did not resolve the issue. There was no patient involvement at the time of the incident.